Manufacturer narrative:
Physio-control has evaluated the device and verified the reported failure. Physio control determined that the cause of the reported failure was due to an older and partially installed software version that was installed on the device. The voice software was corrupted and would not function with any voice prompts. The AED mode on the device would not go past the CPR-prompt displayed on the device's screen, however manual analyze and manual charge did function to deliver energy. Physio-control provided the customer with a new device under warranty.

Event description:
It was reported that the device's display was frozen. After connecting the device to a defibrillator analyzer and simulating a shockable rhythm, the device continues to display the messages stand clear and then start CPR; therefore, the device cannot provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.